Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was getting firing clips and they were malformed and scissored. They were also falling out of the nose into the patient. They surgeon removed the clips through the trocar and completed the procedure with another like device. There was no patient consequence reported. The device was discarded.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? Asku if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In. What were the indications for surgery? Gall bladder disease what was found? Does the patient have any relevant history of surgical treatments? Asku. If so, what? Did somebody other than the primary surgeon fire the instrument? Yes. If so, whom? Resident.